Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound kidney biopsy through normal tissue density, the outer cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound kidney biopsy through normal tissue density, the outer cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed maxcore disposable core biopsy instrument received for evaluation. Upon visual evaluation, the device was sealed and therefore was not decontaminated. No anomalies were noted to the device. Sample was opened for evaluation purposes. Upon functional testing the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. Even though the device was able to prime, fire and obtain samples, the investigation is inconclusive for the reported failure to fire as the sealed maxcore device was received for evaluation. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h4, h6 (method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.